Manufacturer narrative:
The investigation for the reported vascular damage and subsequent bleeding has been completed. No product was returned for evaluation. Clinical details noted that physician attempted to place preclose sutures twice but was unsuccessful, then proceeded to insert impella dilators and peel-away introducer sheath when bleed was observed. Patient coded and upon spontaneous recirculation returning, 2 units of blood were given. Patient was taken to or to repair femoral bleed and surgical closure. The root cause of the vascular damage was most likely due to use during the impella access procedure. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿

Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported after the implant, a hematoma started to form around the access site. Pressure was applied but the patient's mean arterial pressure slowly dropped and the patient coded. Return of spontaneous circulation was achieved. Fluids and two units of packed red blood cells were provided. The doctor believes there was a perforation of the femoral artery that occurred while attempting to place the perclose sutures. The peel away sheath was removed and a balloon tamponade was performed. Vascular surgery was consulted for surgical closure.